Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2017-07-31 that there was an alleged overdischarge. The patient programmer, implantable neurostimulator recharger (insr), and clinician programmer were unable to communicate with the implantable neurostimulator (ins). The last successful recharge session was a few weeks ago due to non-compliance. It was reported that the stimulation did not work to relieve the patient¿s pain since implant ((B)(6)2014). The suspected overdischarge started in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they could feel stimulation in their lower back to their toes, but it wasn't helping to block their pain. The patient reported that they still feel pain mainly in their lower back and legs. The patient stated that they have been reprogrammed in the past before and have tried different settings but nothing was helping. It was noted that this has been an issue since the patient was implanted on (B)(6) 2014. The patient was to follow up with their healthcare provider (hcp) and has an appointment scheduled on (B)(6) 2016. Indications for use are spinal pain, post-laminectomy pain, and failed back surgery syndrome. Additional information was received from the healthcare provider requesting MRI guidelines due to a problem unrelated to the patient¿s device or therapy. Symptoms of lumbar radiculopathy and back pain were reported and it was asked but unknown if these symptoms were related to the patient¿s device or therapy. The prescribing physician¿s name was provided. The event date was asked but unknown. No further complications were reported/anticipated. Additional information was received from a healthcare provider requesting MRI guidelines due to an unrelated problem with the patient's device or therapy. It was stated that the therapy had not been charged and had not worked for some time. No further complications were reported.